Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 50ml ll tip 1ml, foreign matter. The following was provided by the initial reporter: details of complaint (reported issue): ¿visible contamination from multiple full cases.¿ complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: unknown. Qty affected: 4 ca. Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event - we have not received any complains or updates regarding concerns with the syringes to date.